Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos and video were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the tip end of the stent allegedly got stuck when the head end of the stent delivery rod enters the vascular sheath. It was further reported that the bare stent allegedly got separated from the delivery rod and the sheath core is released when the unreleased stent was pulled back. Reportedly, the sheath core of the stent and the delivery rod are separated from the delivery rod together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was received for evaluation with shipping lock properly attached. However, the stent was completely deployed upon receipt. In addition, the inner catheter was found completely detached from the delivery system; residues of glue could be identified at the proximal end of the inner catheter. No other defects and no missing components were identified. Due to the condition of the device returned a meaningful patency test with a device compatible guidewire or an introducer sheath could not be performed. In addition, four photos and a video clip were provided for evaluation. The photos provided are showing the delivery system and the inner catheter of the system in the operation theatre outside of the patient with same condition as the actual sample returned. The video clip is showing the bare stent completely deployed outside the patient, while the shipping lock of the delivery system properly attached, the last sequence of the video is showing the inner catheter getting removed from the delivery system. Based on evaluation of the sample returned, separation of the inner catheter from the delivery system is confirmed. Even though it is reasonably suggested that the separation is related to the reported impossibility to advance the delivery system over the wire, a definite root cause for the reported issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. The reported issue and potential factors regarding the reported difficulties during insertion of the delivery system were found addressed: "advance the device over the 0.035 inch (0.89 mm) diameter guidewire through the sheath introducer. Always use for contralateral access the stent system in conjunction with a long introducer sheath which covers the aortic bifurcation. Note: if resistance is met during delivery system introduction, the system should be removed and another system should be used. Caution: always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6f (2.0 mm) or larger introducer sheath is recommended." H10: d4 (expiration date: 05/2025), g3 h11: b5, h6 (patient, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during the preparation of a stent placement procedure, the tip end of the stent allegedly got stuck when the head end of the stent delivery rod enters the vascular sheath. It was further reported that the bare stent allegedly got separated from the delivery rod and the sheath core is released when the unreleased stent was pulled back. Reportedly, the sheath core of the stent and the delivery rod are separated from the delivery rod together. The procedure was completed using another device. There was no patient contact.